Event description:
It was reported that (1) pmw35 was used during an unk procedure. It was reported by the affiliate that the staples would not feed. Opened another device to complete the case. There was no adverse pt outcome.